Event description:
On (B)(6) 2012, customer reported that their dxi 600 instrument generated an erroneously low to t4 result for one patient sample. The instrument also generated an erroneously low htsh result (see MDR 2122870-2012-01067). The erroneous result was not reported out of the laboratory. Customer stated the original result was compared to previous results and rerun for accuracy. The rerun result was similar to previous samples run while the original result was low compared to previous samples. Customer stated that there was no death or injury associated with this event and patient treatment was not impacted. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and serviced the dxi 600 precision pipettor 1. On (B)(6) 2012, customer reported that quality control in the morning was mostly out of range low. Fse talked customer through the replacement of the dxi sample probe, but customer was unable to successfully verify the replacement. On (B)(6) 2012, fse replaced the dxi sample pump and resolved the unicel closed tube aliquotor (ucta) leak by fixing the loose fitting at the left probe. Fse noted that the probable cause of the erroneous result was the leaking fitting on the ucta resulting in dilution of the sample.